Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer had exposed the pump to external magnets prior to the alarm. Tandem technical support educated the customer that exposure to magsafe magnets can cause the alarm to trigger. As a result of the alarm, customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer loaded a new cartridge to resolve the issue and resume insulin and performed a correction bolus vis the pump to address the elevated bg.

Event description:
It was reported that a tandem mobi cartridge alarm occurred, and the customer experienced a high blood glucose level reading, although the specific value was not provided. The customer addressed the issue by loading a new cartridge and administering a correction bolus via the pump, resolving the issue without the need for external assistance. Tandem technical support confirmed the cartridge alarm and educated the customer about the effect of exposure to magsafe magnets on the alarm trigger, which the customer acknowledged.